Event description:
It was reported that the t: slim x2 pump battery would not charge, and the caller was unable to check the power source alert because the pump screen was dark. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump.